Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that 3 years after the primary tha surgery, the exeter stem fracture due to a fall. The loosening between a cement mantle and the stem was confirmed by x-rays. The stem has fractured at the middle.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: the stem was fractured in the mid stem region. A material analysis report concluded: "the device failed in fatigue, with the final fracture occurring in ductile overload. The fracture initiated at an area of surface abrasion from likely cement mantle breakdown. Eds was performed on the exeter stem, and was consistent with astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that "this case had early loss of bone support lateral proximal around the exeter stem as caused by several procedure-related conditions leading to an overload condition with fatigue build-up and within 3 years completion of the fatigue fracture after a fall of the patient." Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a medical review was performed and indicated that the loss of bone support led to "an overload condition fatigue build-up and within 3 years completion of the fatigue fracture after a fall of the patient" no evidence of a device related issue was found as support by mar findings. No further investigation is required at this time. If relevant additional information becomes available, this investigation will be reopened.

Event description:
It was reported that 3 years after the primary tha surgery, the exeter stem fracture due to a fall. The loosening between a cement mantle and the stem was confirmed by x-rays. The stem has fractured at the middle.